Manufacturer narrative:
The ICD and the lead were returned for analysis. The returned ICD first underwent a status interrogation. The device status was mol1, and 40 charge processes had been registered. The memory content of the ICD was analyzed. The check of the available iegms showed interference signals in the ventricular and the far-field channel that had led to several shock deliveries, matching the clinical observation. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. Next, the lead was examined. Multiple signs of abrasion were found along the lead body. Especially 15 cm distal of the is-1 connector pin, the insulation was damaged due to fraying. The rope conductor to the ring electrode was fractured at this site. This damage is with high probability the cause of the reported artifacts that led to the shock deliveries. The position and kind of the fraying are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. The production documents of the ICD and the lead were reviewed. All manufacturing steps had been carried out properly. In summary, the clinical observation could be confirmed during the analysis of the device memory data of the ICD. In the available iegms, interference signals were detected in the ventricular and the far-field channel, which led to several shock deliveries. However, the ICD proved to be fully functional during the analysis. Insulation damage and a conductor fracture were detected at the lead, which was probably caused by interaction with the generator housing. The damage is the cause of the clinical complaint. There is no indication of a material defect or manufacturing error.

Event description:
Ous MDR - after an implantation period of approx. 56 months, oversensing with inappropriate therapy was reported.